Manufacturer narrative:
No evaluation necessary. The stated reason for reoperation was persistent pain. The reason for reoperation can stem from many different causes, and in this case it is likely that the implant itself was not at fault. Since there was no evidence of device failure in this patient, no further evaluations are necessary.

Event description:
Patient underwent right solo unicompartmental knee arthroplasty on (B)(6), 2009. She reported low but increasing intensity pain since the index procedure, until the revision surgery to a tka (B)(6), 2011. Implants were not obviously loosened, but there was evidence that micromotion took place between the tibial component and the bone.